Manufacturer narrative:
The hvad isused for treatment not diagnosis. It was reported by the vad coordinator that this patient came to clinic with complaints of the controller beeping from time to time, but with no other alarms. Initial log file analysis performed by the site showed no malfunctions. Several days later the beeping reoccurred. A second log file analysis performed by the site revealed switching with every battery. In addition, a malfunction of the controller could not excluded. The controller and battery were exchanged with no reported effect on the patient. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2015-03111, 03112, 03113, 03114 and 3007042319-2015-03115) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that this patient came to clinic with complaints of the controller beeping from time to time, but with no other alarms. Initial log file analysis performed by the site showed no malfunctions. Several days later the beeping reoccurred. A second log file analysis performed by the site revealed switching with every battery. In addition, a malfunction of the controller could not excluded. The controller and battery were exchanged with no reported effect on the patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The reported power switching event involving the returned devices, controller (con185895) and batteries ( bat050622, bat050627, bat050671, and bat050745) was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events. The controller (con185895) was involved in these premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Analysis of controller (con185895) revealed that the device met specifications; the device passed visual examination and functional testing. All the batteries under this complaint contained lishen cells. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. This is five of five reports (3007042319-2015-03111, 03112, 03113, 03114 and 3007042319-2015-03115) submitted for devices related to the same event.